Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt received occlusion error on infusion device on (B)(6) 2010. Blood glucose elevated to 510 mg/dl, and pt changed the infusion set. Pt reported after the occlusion error, the infusion device delivered insulin inaccurately and she always had blood glucose above 220 mg/dl. Pt corrected elevated blood glucose by delivering insulin through infusion device and pen. Pt changes infusion needle every 2-3 days and infusion tubing every 5 days. Target blood glucose is 60-220 mg/dl. Infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was available.